Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue for the involved lot. Product reported involved in the event was different from the sample received. The sample consisted of one incomplete mahurkar dual lumen straight shaft catheter kit w/straight extensions, 13.5 fr x 19.5 cm. Inside the kit included a 10 fr dilator, a 14 fr dilator, a marked guide wire, j-straight, an introducer needle, guide wire and an assembled catheter. Visual inspection was performed and it observed that the sample received did not present signs of use. Additional clarification was received; the sample that was sent back was the body of the mahurkar catheter with the palindrome adapters. Additionally the red adapter was detached from the extension and it was not present in the kit. The blue adapter was reviewed in order to confirm the condition reported, however the adapter did not present any issues. As part of the investigation process, the involved finished good lot and raw material lots were reviewed and the catheter assemblies do not reveal any deviation of the current procedure that might have contributed to the reported condition. There were no non-conformances opened for all the assembly levels, raw materials and incoming components. There has been no process changes that may impact the product/process related to the reported condition. The instructions for use (IFU) states it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Based on the sample received, the reported condition was not confirmed. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended. It can be concluded that the adapter was more likely damaged during use. Moreover, 100% devices are inspected for cracked adapters per procedure. Since the adult adapter reported as a defective was not returned for evaluation, the root cause analysis was conducted based on the event description. Based on the available information, the most probable root cause is over tightening of the adapter. This failure is being addressed through a corrective and preventive action (CAPA). No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting the dialysis, the catheter joint was oozing and it failed to conduct dialysis. The service was less than three months. The problem was found post-procedure. The patient was involved with no injury.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.